Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit settings were not enough to safely ventilate patient. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was hand bagged and placed on a different vent for transport to the ICU.